Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 6844424 300-30-08 - equinoxe preserve stem 8mm 7111229 315-35-00 - glnd kwire 6522259 320-01-42 - equinoxe reverse 42mm glenosphere 6484817 320-15-01 - eq rev glenoid plate 6985261 320-15-05 - eq rev locking screw 7051870 320-20-00 - eq reverse torque defining screw kit s264802 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm s292869 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm s276437 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm s111349 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm 6685995 321-20-00 - equinoxe reverse shoulder drill kit.

Event description:
It was reported that this 69 y/o male patient's shoulder was revised. Implants are being revised due to humeral liner dissociation. Glenosphere, liner, adapter tray, screw kit and locking screw were revised. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays. Product not returning: hospital disposed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. This follow-up report is being submitted to correct the following field that was entered erroneously in the initial report: g3: 31-jul-2024 the revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Report number: 1038671-2024-03095 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-1422-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were corrected: b2, h4. The revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, the revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.